Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error of the device due to user-applied mechanical forces.

Event description:
On 12/16/2021, it was reported by a sales representative via email that an ar-601-tbd8 ibalance¿ uka, tibial bearing trial, size 4, in their uka set appeared to be damaged and chipped. This was discovered during a case with no impact to the patient. An email was sent to the sales representative on 12/23/21 to obtain additional information about the time and date of the procedure, and if discovery of the chipped device occurred prior to use in the case or upon insertion and if any pieces broke and were retrieved. The sales representative replied on 12/28/21 via email with the following additional information: "the chipped ar-601-tbd8 was discovered on 12/14/21 while doing a unicondylar knee arthroplasty (uka) with the surgeon, who was handed the piece by the surgical tech to trial with and before it was used, they both noticed that it was chipped and brought it to my attention. I was in the room the entire case and nothing happened prior to cause the chip so there were no additional fragments to retrieve. The trial never entered or was used on the patient."